Event description:
During operative procedure, as the physician was removing a lag screw, a piece of the remover broke off inside the lag screw. The lag screw was successfully removed from the patient. The broken instrument was removed from the operative field and given to the materials coordinator. A x-ray was taken in the post-anesthesia care unit (pacu), per protocol. The physician was asked to review the x-ray for foreign body. There was no harm to the patient.